Event description:
Upon reentering a site in which pepgen p-15 bone grafting material has been placed six months earlier, it was noted that "the graft did not show the expected results." It can be presumed that o oeseointegration was achieved and that another surgical procedure would be necessary to achieve the desired results and preclude permanent damage to a body structure that would not be trivial